Manufacturer narrative:
The insulin pump powered up properly. No failed battery test alarm noted during test. All operating currents are within specification. The insulin pump passed self-test and displacement test. No button error alarm noted. All buttons functioned properly; however, the insulin pump had corroded keypad traces. The insulin pump had cracked battery tube threads, broken reservoir tube lip, minor scratches on lcd window, cracked case at display window corners, cracked lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was 8.3 mmol/l. The customer stated that none of the buttons work and after taking the battery out and putting it back in, the device alarmed failed battery test. The customer was advised to discontinue use of the device and revert to a back-up plan. No further details were provided.